Event description:
Jaws of clip applier not meeting up when bleeding happened, clip won't stay on. Manufacturer response for clip applier, (brand not provided) (per site reporter) issued RMA# (B)(4), and sent shipping label.